Manufacturer narrative:
Additional information: e1, h7, h9, h11. Literature article: dufour, I., briol, van regemorter, e., goffin, e., devresse, a. ¿quiz: a case of acute intravascular hemolysis during dialysis: a quiz¿. Am j kidney dis. 2023 mar;81(3): a12-a15. Doi: 10.1053/j.ajkd.2022.10.013. E1 initial reporter address: (B)(6). E1 zipcode: (B)(6). H9: on january 24, 2025 baxter issued the field safety notice (fav-2024-010) aimed at alerting the users of the potential risk of kinking when the remote panel is mounted on the same side of the dialyzer. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified baxter technician. Technician checked conductivity, temperature, blood pump rotor occlusivity and venous pressure transducer with no issues observed. The technician primed and prepared the machine for one hour of simulated treatment which was completed without issues. Based on the analysis of the log files there was no evidence that the involved ak 98 machine caused or contributed to the reported patient symptoms nor to the suspected hemolysis event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Baxter investigated and identified a potential risk that could occur resulting in harm to the patients when using an ak self-care machine. It was determined if the remote operator¿s panel (installed only on the ak self-care machines) is installed on the same side of the machine as the dialysis cartridge, and the movable screen is maneuvered near the patient for control of the dialysis settings, there is a potential risk that the arterial dialyzer line could possibly be crushed and subsequently kink. This would lead to a partial obstruction of the blood flow (i.e. Mechanical hemolysis) and the inability for the patient to see the obstruction. (I.e. The remote panel blocks the view). Per the operator manual: to minimize the risk of damage to the patient¿s blood cells, dialysis providers should check and/or instruct their patients to check that there are no kinks in the blood lines prior to start-up of the machine, and whenever the remote panel arm is moved. Should additional relevant information be available, a supplemental report will be submitted.

Event description:
A patient was receiving hemodialysis using an ak 98 machine. After 75 minutes of dialysis treatment, the patient experienced back pain. Dialysis was discontinued due to back pain. Blood was returned to the patient. Hemolysis was suspected. It was reported that the patient was in the hospital due to another indication. The patient received a blood transfusion (4 units) for the hemolysis event. At the time of this report, the patient outcome was not reported. No additional information available.